Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: the black box showed evidence of call service alarms. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture or damage to the printed circuit board observed. The complaint was confirmed in the pump history but not duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.